Event description:
It was reported that during a port placement procedure in the right subclavian chest via the right internal jugular vein, the needle allegedly broke when the catheter and the port body were flushed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo and one video were provided for review. The photo shows a completely broken straight angled non-coring needle. The video shows there was no difficulty noted while flushing with a right-angled non-coring needle. However, the reported pre-flushing issue was with the straight angled non-coring needle. Therefore, the investigation is inconclusive for the reported flushing issue. The investigation is confirmed for the reported fracture and identified material separation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2025), g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo and a video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2025). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a port placement procedure in the right subclavian chest via the right internal jugular vein, the needle allegedly broke when the catheter and the port body were flushed. The procedure was completed using another device. There was no reported patient injury.